Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: troubleshooting the purge system ¿if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circlulatory support. During support high purge pressure was encountered and tissue plasminogen activator (tpa) was added to the purge to address the issue with no harm to the patient. Further information noted the patient was later made "do not resuscitate" and passed away from their existing condition. Medical safety review was completed and noted there is not enough information to associate use of the impella device with the patient's demise.

Manufacturer narrative:
The investigation for high purge pressure has been completed. Data logs were reviewed, and lt logs of the full case showed a slow increase in purge pressure with "high purge pressure" alarms being triggered three hours into support, and high purge pressure was able to be resolved six hours into support. Real time logs from the beginning of case showed a motor current spike with simultaneous speed deviation and drop in pump flow as the pump was ramping up. The purge pressure was observed to steadily increase after motor current spike with purge flow slowly dropping. Clinical details noted that tissue plasminogen activator protocol was initiated when "high purge pressure" alarms was triggered in attempt to resolve the alarms. The root cause of the high purge pressure was most likely due to ingestion of biomaterial. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12650 as it is unknown the initial reporter also sent the report to the FDA. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12650 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.